Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user (i.e. Insulation degradation and carbonized tissue creating a conductive path).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury.